Manufacturer narrative:
The device manufacture date is provided.

Manufacturer narrative:
Device manufacturing date is unavailable at the time of this report, however, has been requested. RMA issued. Replacement field generator shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that when the field generator was connected to a test system with the cranial application, it immediately displayed red status and said "axiem emitter low drive error". Pin 35 to pin 36 on cable (B)(4) (coil #9) is open. Electrical issue directly caused event.

Event description:
A site representative, or rn, reported that during an ent procedure, after completing registration and prior to selecting "next" to navigate, they lost communication with all instruments. The emitter was still on, but all instruments, emitter and axiem box, were showing communication error in the tracking details. Trouble-shooting did not the resolve issue. The surgeon opted to continue the procedure without the use of the fusion navigation system. There was no impact on patient outcome.